Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Mother reported the patient experienced hyperglycemia of 29 mmol/l (522 mg/dl), and she believes this was caused by inaccurate insulin delivery of the infusion device. She reported basal insulin is not being delivered correctly, but boluses are helping to decrease his blood glucose levels. Patient set a temporary basal rate of 200% the previous week, but this did not resolve the issue. No error or warning messages were received in relation to this event. Patient switched to his backup infusion device and is "ok." The alleged infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.